Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been to the hospital emergency room with high blood glucose levels. The patient's blood glucose levels reached over 250 mg/dl. The patient reports after their phone had froze and was reset causing them to lose all their applications. The patient reports they had gone to their doctors office and was assisted on entering their settings back into the newly installed application. The patient was unable to activate the pod they had filled prior to going to their doctors office due to not completing the pod startup within 60 minutes. The patient was advised by their doctor to go to the hospital. Once at the hospital emergency room the patient was treated with intravenous fluids as well as an insulin drip. The patient was in the hospital emergency room for 5-6 hours.